Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA·2014-n-0736- 1903) on 16-oct-2015. The most recent information was received on 10-may-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain"), uterine perforation ("perforation (uterus)") and genital haemorrhage ("excessive abnormal bleeding") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. Concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced nausea ("nauseous/nausea") and migraine ("migraines / headaches"). In 2014, the patient experienced visual impairment ("my vision is gettting worse/vision problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("sharp pains in lower abdomen/cramping"), abdominal pain upper ("sharp pains in stomach"), the first episode of arthralgia ("joint pain"), the second episode of arthralgia ("my knees consently ache"), back pain ("my back hurt everyday/back pain"), neck pain ("neck hurt everyday"), musculoskeletal pain ("shoulder hurt everyday"), headache ("headaches"), skin disorder ("my skin is terrible"), loss of libido ("my sex drive is almost non-existent"), menstrual disorder ("my monthly cycle is way worse,my bleeding is aweful"), abnormal weight gain ("gained 25lbs"), abdominal distension ("abdomen is start plump out/bloating"), eating disorder ("force myself to eat something"), weight increased ("weight gain"), feeling abnormal ("brain fog"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), adnexa uteri cyst ("paratubal cyst"), leiomyoma ("leiomyoma"), abdominal pain ("abdominal pain") and fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine perforation, abdominal pain upper, the last episode of arthralgia, back pain, neck pain, musculoskeletal pain, headache, skin disorder, loss of libido, visual impairment, menstrual disorder, abnormal weight gain, abdominal distension, eating disorder, feeling abnormal, vaginal haemorrhage, menorrhagia, dysmenorrhoea, adnexa uteri cyst and leiomyoma outcome was unknown and the genital haemorrhage, abdominal pain lower, nausea, weight increased, migraine, dyspareunia, abdominal pain and fatigue had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, abnormal weight gain, adnexa uteri cyst, back pain, dysmenorrhoea, dyspareunia, eating disorder, fatigue, feeling abnormal, genital haemorrhage, headache, leiomyoma, loss of libido, menorrhagia, menstrual disorder, migraine, musculoskeletal pain, nausea, neck pain, pelvic pain, skin disorder, uterine perforation, vaginal haemorrhage, visual impairment, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: the surgery was much more severe than what would have been required of a tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. On (B)(6) 2013:hysterosalpingogram:unilateral occlusion (left tube occluded), incomplete occlusion of the right fallopian tube. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 10-may-2018: plaintiff fact sheet & medical record received events vaginal bleeding,menorrhagia, headaches, nausea,dysmenorrhea, dyspareunia, fatigue, uterine perforation, paratubal cysts, leiomyoma abdominal pain are added. Lab data updated. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority FDA ((B)(4)) on 16-oct-2015. The most recent information was received on 18-oct-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive abnormal bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("sharp pains in lower abdomen/cramping"), abdominal pain upper ("sharp pains in stomach"), the first episode of arthralgia ("joint pain"), the second episode of arthralgia ("my knees consently ache"), back pain ("my back hurt everyday/back pain"), neck pain ("neck hurt everyday"), musculoskeletal pain ("shoulder hurt everyday"), headache ("headaches"), skin disorder ("my skin is terrible"), loss of libido ("my sex drive is almost non-existent"), visual impairment ("my vision is gettting worse/vision problems"), menstrual disorder ("my monthly cycle is way worse,my bleeding is aweful"), abnormal weight gain ("gained 25lbs"), abdominal distension ("abdomen is start plump out/bloating"), nausea ("nauseous/nausea"), eating disorder ("force myself to eat something"), weight increased ("weight gain") and feeling abnormal ("brain fog"). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain upper, the last episode of arthralgia, back pain, neck pain, musculoskeletal pain, headache, skin disorder, loss of libido, visual impairment, menstrual disorder, abnormal weight gain, abdominal distension, nausea, eating disorder, weight increased and feeling abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, abnormal weight gain, back pain, eating disorder, feeling abnormal, genital haemorrhage, headache, loss of libido, menstrual disorder, musculoskeletal pain, nausea, neck pain, pelvic pain, skin disorder, visual impairment, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: the surgery was much more severe than what would have been required of a tubal ligation. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 18-oct-2017: summons received- case become potentially legal, reporter information, indication and product start date were added. Events excessive abnormal bleeding, weight gain, brain fog and chronic pelvic pain were added. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type [?]initial' indicates here initial submission by the new legal manufacturer only. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.